Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. The patient's medical history included back pain. It was reported that impedances were out of range (greater than 10000) on electrodes 6, 13. There were no known factors and no diagnostics taken. It was reported that no intervention was required because the patient had full coverage of painful areas and was not using those electrodes. No further complications were reported.